Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report:(B)(4). Meter was returned for evaluation. No defect found. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is calling because he feels that the results he is getting from the meter are reading low. The customer is concerned with tests results from results obtained of 69 and 73mg/dl. The expected fasting blood glucose test result range is 95-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 76 and 77mg/dl non-fasting using the meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is may 2019. The meter memory was reviewed for previous test result history (wrong date/time): result 1: 73mg/dl date: (B)(6) 2019, time: 09:56 am fasting , result 2: 69mg/dl date(B)(6) 2019, time: 03:20 pm fasting, result 3: 107mg/dl date: (B)(6) 2019, time: 10:18 am fasting, result 4: 137mg/dl date: (B)(6) 2019, time: 02:49 pm fasting, result 5: 94mg/dl date: (B)(6) 2019, time: 11:38 pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-134- user has low glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is calling because he feels that the results he is getting from the meter are reading low. The customer is concerned with tests results from results obtained of 69 and 73mg/dl. The expected fasting blood glucose test result range is 95-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 76 and 77mg/dl non-fasting using the meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (wrong date/time): (B)(6).